Event description:
Following a successful atrial fibrillation procedure, a pericardial effusion occurred.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.